Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3-4 days ago received message to call doctor with code power on reset (por) listed. Patient mentioned that noticed return of symptoms about 2-3 days ago. Patient called new doctor (hasn't seen yet at office) and first appointment is in (B)(6). Patient said that last used programming was about 3-4 weeks ago. Patient said that on (B)(6) 2021, they did have heart ablation procedure and patient didn't turn stimulation off beforehand. When asked, patient said intensity setting is 2.0. Reviewed meaning of code. The patient was redirected to their healthcare provider to further address the issue.